Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the operating room and evacuated the hematoma. Patient presented back to the physician with a seroma at the chest incision site. Physician aspirated the seroma and prescribed antibiotics. This resolved the issues.